Manufacturer narrative:
Age/date of birth: information unknown / not provided. Gender: information unknown / not provided. Date of event: exact dates not provided. Model number: the model number is unknown, as the serial number was not provided. It was indicated to be a intralase femtosecond laser. Serial number: unknown, information not provided. Catalog number: a complete catalog number is unknown as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Telephone number: information unknown / not provided. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: comparison of manual and femtosecond laser arcuate keratotomy procedures for the correction of post-keratoplasty astigmatism. A retrospective study was done to compare the effectiveness of femtosecond laser (fsl) assisted and manual arcuate keratotomy (ak) procedures for the correction of postkeratoplasty astigmatism. Fifty-two eyes (52 patients) were treated with fsl assisted ak and 53 eyes (51 patients) with manual ak for postkeratoplasty astigmatism. Surgeries were performed using 60 khz intralase (intra-lase; amo) under topical anesthesia (proparacaine hydrochloride 0.5%). Perforation, overcorrection, and regression occurred in respectively 3 eyes (5.8%), 12 eyes (23.07%) and 1 eye (1.92%) in fsl group. For the corneal perforation, two of these eyes were self-sealing and the suturing was not required to control the leak. There are no indications in the article of any interventions provided for the rest of the complaints. A copy of the article is provided with this report.